Event description:
It was reported that the patient presented to the ER with abdominal pain, a CT was performed and an abdominal abscess was found. Allegedly, the CT scan showed one leg of the filter, which had been implanted two years ago, had perforated the cava and the filter foot was extending beyond the cava wall. Allegedly, the abscess was located where one of the filter limbs had perforated the cava and into the bowel. The physician removed the filter successfully without further complications. To ascertain alternative causes for the abscess, the physician attempted to drain the abscess but was unsuccessful. There were no further complications and the patient was discharged subsequently.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.